Event description:
It was reported that a vial-mate adapter was leaking unspecified fluids down the side of the adapter. The leak was discovered after mixing, during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: the lot was manufactured between 07/27/22 to 07/28/22. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.